Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to dislodgement. The dislodgement resulted in loss of capture. This passive lead was replaced with an active lead. No additional adverse patient effects were reported.